Event description:
Contact reports that a pt who had been implanted (t3-t7) with doc in 2003 had a rod loosen. The pt went to the ER due to a kidney problem. During evaluation an image taken revealed that one of the doc rods had come free and lodged against the rib at t-11. The rod was removed in the ER. The pt visited his spinal surgeon and was examined and it was found that the construct is intact with the exception of the rod. The pt is fully fused at 2-levels and partially fused at the other 2-levels. Pt is not symptomatic and the surgeon is taking no action.